Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the meditech had not been crossing to pyxis after patching. A product support engineer applied the knowledge article ¿configuring messaging polling interval times and message processing speed¿, and the issue was resolved. The system functioned as intended after the product support engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es meditech not crossing to pyxis. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.